Event description:
It was reported that prior to starting a da vinci si surgical procedure the long tip forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was placed on an in-house system and the system successfully recognized the instrument. The pogo pins were not stuck or contaminated. Engineering observed a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found.